Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session, walked them through a pump reset, and provided instructions via email. The caller successfully started their sensor session, and no further errors occurred.